Event description:
It was reported that a pericardial effusion occurred. After finishing with the catheter, the physician removed the catheter and sheath and went up with a non-boston scientific radiofrequency (rf) catheter to touch up the right superior pulmonary vein (rspv) and then moved to the right side for the cavo tricuspid isthmus (cti) with rf. The physician noticed a mild effusion on intracardiac echocardiography (ice) and continued monitoring, with more fluid slowly accumulating. The exact time the ablation had been occurring is unknown, but the physician was up with the rf catheter for approximately 45 minutes between the rspv and cti. The physician finished the ablation and performed a pericardiocentesis to treat the pericardial effusion and remove the fluid. The physician believes the effusion may have occurred when using rf during the cti noting that there was one instance of greater than 50 g of force and slip of the rf catheter. The patient was admitted to the hospital beyond standard of care. The patient was kept over the weekend and discharged home the following monday, three days post procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".